Event description:
The 3.5 mm screws slipped through oblong holes in the variax standard calcaneus plate. Surgeon backed out the screws and used them in different holes. No screws were implanted in the oblong holes.¿

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported event that screws slipped through the oblong holes could not be confirmed. The affected device was not returned and remains implanted. Based on investigation, the root cause of the determined event was attributed to a user related issue. The surgeon may tried to use the oblong holes for final fixation. The variax foot calcaneus standard plate oblong holes are intended to be used for prepositioning of the plate only. The range of inserting angulation of ±15° is described in the op tech variax foot locking plate system ((B)(4)). Excessive angulation beyond 15 degree can lead to the reported failure. Potential nc has been initiated to address the screw goes through the oblong hole of the calcaneus standard plate. Please see ongoing CAPA related to the reported failure. The goal of this CAPA is to evaluate possibilities to reduce the risk for screw pull through oblong hole in the calcaneus standard plate. Planned action is to update the variax foot op-tech (include description, that the oblong hole is intended to be used to preposition the plate only, final fixation is meant to be done through screws in circular holes). Change request ecr/ecn is ongoing. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing related problems were not determined in the investigation.

Event description:
A 3.5 mm screws slipped through oblong holes in the variax standard calcaneus plate. Surgeon backed out the screws and used them in different holes. No screws were implanted in the oblong holes."